Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while placing new helium tank on cardiosave intra-aortic balloon pump (iabp), the seal of helium tank was intact but when valve was opened, tank showed as only half full.there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6 component codes.

Manufacturer narrative:
Updated fields: b4, d1, d2a, d2b, d4 (model#, lot#, catalog#, serial#, UDI), d5, d9, e1 (initial reported name, initial reporter mail ID), e2, e3, e4, g1 (contact person ¿ mfg site), g2, g3, g4, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) states, with customer for a cath lab in service on cardiosave. At the end of the discussion, they asked to help them place a new helium tank on their cardiosave. Fse witnessed opening of a new getinge disposable (white painted) helium tank, seal was intact. Placed on pump with new washer. When valve was opened, tank showed as only half full. Lot number on tank listed as 319801. Did not find model number on tank. Left half full tank on pump.